Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening and red particles material was found on the shell. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one opening striated. Based on the device analysis the final assessment is: one opening striated in the side posterior assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.